Manufacturer narrative:
A philips remote service engineer (rse) spoke to the customer and confirmed that reported issue was due to a damaged speaker assembly. A nemo (non engineering material only) service was agreed upon. The customer ordered a replacement speaker assembly to resolve the issue. The customer was provided a replacement speaker assembly to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E1: reporting institution phone (B)(6). E1: reporter phone (B)(6). Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported that there was a speaker malfunction. It is unknown if the device could produce sound. The device was not in use on patient at time of event, there was no adverse event reported.